Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain- pelvic / pelvic area') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Previously administered products included for an unreported indication: paragard from 2011 to (B)(6) 2013. Concomitant products included ethinylestradiol;norethisterone acetate (junel), norethisterone acetate (aygestin) and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse),"), menorrhagia ("menorrhagia / abnormal bleeding (vaginal, menorrhagia),"), depression ("psych injury / psychological or psychiatric problems condition: depression and mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), migraine ("migraines / headaches") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleed"), abdominal pain ("abdominal pain"), back pain ("back pain") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, back pain and menorrhagia had resolved and the depression, vaginal haemorrhage, female sexual dysfunction, anxiety, migraine, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in essure insertion dates : (B)(6) 2009 discrepancy noted in date of insertion (B)(6) 2014 & (B)(6) 2014 received treatment for pelvic pain and abnormal bleeding (vaginal, menorrhagia), current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results- total bilateral occlusion ( as per pfs) result: essure device noted in fallopian tubes without contrast extravasation or spill. ( as per mr). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: pfs& mr: previously added event psych injury was replaced with depression and new event: anxiety , vaginal bleeding, apareunia, migraines, fatigue, weight gain were added. Reporter ,concomitant drug ,historical drug, medical history was added. Lab data was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain- pelvic') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), back pain ("back pain"), menorrhagia ("menorrhagia") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, back pain and menorrhagia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: discrepancy in essure insertion dates: (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test(s) (unspecified) - bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: previously reported event injury was deleted and was updated to new events. Following events were added: pain- pelvic/abdominal ,dyspareunia (painful sexual intercourse), back, menorrhagia, general abnormal bleed, psych injury. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.